Manufacturer narrative:
A titan touch pump, two cylinders, and reservoir were received for analysis. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. Two separations were noted in the reservoir bladder. These were both sites of leakage. The surfaces of both separations appeared to be smooth and straight, indicating contact with sharp instrumentation. The reported information indicated a malfunction but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir bladder occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, malfunction. The device was removed/replaced.